Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, damaged top and bottom case, and a cracked lcd screen. There was no evidence of the reported problem in the device's event history log. To conduct functional testing a syringe test and calibration were performed. Upon review, the reported problem was unable to be duplicated. It was determined that the root cause was due to the customer mishandling/dropping the device. The force sensor and plunger board were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period. B3: unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device force sensor and syringe plunger sensor were bad. No patient injury reported.